Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The system was in clinical use at the time of the event. No harm to the patient or user was reported.